Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other devices used: catalog #42527900503, persona articular surface provisional shim, lot #62203407; catalog #42527900302, persona articular surface provisional shim, lot #62171687. Visual inspection confirmed that only one ball bearing was found missing from each tasp shim. It is also noted that the surface of all 3 shims appear to be scuffed and have wear marks. Discoloration of the surface of all the devices can also be seen. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the part to be conforming to print specifications where measured. It is unknown what method was used to clean the devices. The investigation has identified that sonic cleaning may be a contributing factor to the ejecting of the ball bearings from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots. The reported tasp shims in this complaint were manufactured before the design modification.

Event description:
It is reported that during a pre-operative inspections, it was noticed that the shims were damaged; the ball bearing was found missing.